Event description:
Our office in (B) (4) received a letter from a distributor informing them that a (B) (6) yr-old pt reportedly experienced a pseudomonas infection after using complete multi-purpose solution easy rub formula with her soft contact lenses. They returned the complaint unit for microbiology testing. Add'l follow up with the pt indicated that she was hospitalized with eye pain od, and was diagnosed with severe inflammation and a "hole in the cornea" od. During her hospitalization (25 days), the pt was treated with both topical and IV antibiotics: corneregal (dexpanthenol), acc eyedrops (acetylcysteine), dexasine (dexamethasone) and "serum drops". She has been released, but her symptoms have not completely resolved and she is currently continuing her prescribed medications bid. Add'l info has been requested.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Chemistry eval results of the complaint unit and a retained unit from the reported lot were within specs. Microbiology eval of a retained unit from the reported lot showed the solution to be sterile. The complaint unit was returned for microbiology testing. Physico-chemical analysis results were within established acceptance criteria for all parameters. But as the complaint unit was returned already opened, microbiology results show that the sample was not sterile. However, there was no correlation between the reported infectious agent and the isolated organism, which was a gram-negative rod.